Event description:
It was reported that a nasopharyngeal tube migrated up into the pt's nasal cavity and lodged in the pt's throat. The pt was a stroke victim that had been admitted because of seizures. The pt was described as disoriented and combative and was trying to remove his tubes. The pt was placed in restraints. A nasopharyngeal airway had been placed by nursing personnel in the nursing unit. All nursing personnel stated the airway they had placed in the pt had been removed. No one admitted to having an airway missing. The doctor later observed the airway in the pt's throat and removed it by using clippers. The event had no significant impact on the pt and caused no lasting issues. No further complications were reported.